Event description:
It was reported that noise on the atrial lead (ICD system) was noticed on remote monitoring. During a follow-up maneuvers were performed and it was able to reproduce the atrial noise when the patient was pushing on a chair to stand up. He apparently does this at home also and has an electric recliner. Unable to reproduce doing other maneuvers including device manipulation. Pt cannot think of anything else that may have cause this although he did mention he has an old car which he starts up and leaves running and then turns off which might correlate around these times but not exactly definitive.

Manufacturer narrative:
Combination product: yes. The device is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.